Manufacturer narrative:
The investigator assessed the event as not related to anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the distal cx. During the procedure, a dissection occurred of the proximal cx. This was treated by stent implantation. The patient recovered on the same day. The investigator reported that the event is not related to the index device.